Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 275cc saline prosthesis on the right, and an unknown mentor saline prosthesis on the left, experienced right breast pain and volume decrease and bilateral lateralization of implants. The patient underwent left lateral capsulopexy and superomedial capsulotomy, and bilateral removal and replacement with mentor smooth round moderate profile 275cc saline prostheses (filled to 300cc) on (B)(6) 2018; catalog # 3501640, s/ns (B)(4) (l) and (B)(4) (r). The right breast implant was deflated upon explantation. No complications were noted and the patient was transferred to the recovery room in good condition. This report is for the left breast prosthesis. See manufacturer report number 1645337-2018-02931 for the contralateral prosthesis.